Event description:
It was reported that the device was replaced due to lead measurements out of range. The leads functioned well when measured by the analyzer, but lead warnings continued when measured by the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device memory dump confirmed the reported high atrial lead impedance values. Functional testing of the device was normal. Fluid was noted under the atrial grommet and it appears that the grommet was damaged. The cause of that damage is unknown. It was reported that the device was replaced due to lead measurements out of range. The leads functioned well when measured by the analyzer, but lead warnings continued when measured by the device. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure connector device was out of specification in a manner that relates to event impedance, high defective device.

Event description:
It was reported that the device was replaced due to lead measurements out of range. The leads functioned well when measured by the analyzer, but lead warnings continued when measured by the device. No patient complications were reported as a result of this event.